Manufacturer narrative:
The user facility indicated the subject device would be returned, however at the time of this report, the device has not been received. The operational guidelines lists scalp laceration as a possible fetal injury in the adverse events section. Without the device to evaluate, no conclusion can be drawn.

Event description:
In 2007, a vacuum assist delivery system was used in a delivery. The infant was noted to have a scalp laceration.